Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states,"material sensitivity reactions". Number fifteen states,"elevated metal ion levels have been reported with metal on metal articulating surfaces." This report submitted (B)(4), 2011. (B)(4)

Event description:
It was reported that patient underwent hip arthroplasty on (B)(6), 2005. Subsequently, patient experienced pain and muscle spasms. A hip fluid aspiration was conducted and the infection culture was negative. A blood sample was drawn and high metal ion levels were confirmed. Patient's right hip was revised on (B)(6), 2011. During the procedure, a pseudo-tumor was encountered and had to be removed.